Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the pocket site due to the ipg moving in the pocket. Surgical intervention took place on 27 may 2022 wherein the ipg was sutured to the tissue using the same pocket site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.